Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Tibial insert meets exhibits wear on the condyles, with significantly more wear and deformation on the medial side. The engraving has been worn away on the backside. There are also circular protrusions on the backside that correspond with the screw holes in the baseplate. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in1998. The device was revised in 2007, due to osteolysis and polyethylene wear.